Manufacturer narrative:
The device was discarded at the account. If further information is received regarding this event, a follow up report will be filed. According to regulatory science testing, the material used for this device is constructed of (B) (4) which is the same material used as the negative control material for implant testing. Because of this material selection, the inadvertent retention of a fragment inside the femoral canal will not have subsequent long term effects on a patient other than those experienced with tested plastic implants.

Event description:
It was reported that a piece of the top of the device fell into the patient's femur during a total knee replacement. The fragment could not be removed. The implant was cemented in the femur and the procedure was successfully completed as planned. No additional treatment was required for the patient.